Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because the lot number was not available from the doctors office.

Event description:
Dr reported that an implant failed due to infection. Pt is reportedly fine.